Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around 9 or 10 am with a blood glucose level of 365 mg/dl, large ketones, and vomiting. The customer was treated with a carb and fluids ratio and her basal rate settings were adjusted. The customer's health care provider stated the customer's high blood glucose levels were caused by her infusion set. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).